Manufacturer narrative:
All information provided by manufacturer and mandatory source report.

Event description:
During the ventricular lead implant the suture sleeve dislodged and migrated to the pulmonary artery. The suture sleeve was successfully snared and removed intact via femoral approach.